Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of kinked tubing on (B)(6) 2025. The issues occurred with four infusion sets used for less than twenty-four hours. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-08450. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008533, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008533 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 3 on 07-aug-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g04443 was manufactured according to the wi version 64 and manufactured in the machine sc09, on 21-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g02981 was manufactured according to the wi version 64 and manufactured in the machine sc09, on 30-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g04366 was manufactured according to the wi version 64 and manufactured in the machine sc09, on 01-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.